Manufacturer narrative:
Data logs from the analyzer have been investigated. The investigation confirmed the false high results, but no indication of the root cause was found.

Event description:
Blood samples from 2 different patients were run in 95ul mode on the abl835 and gave results for glucose of >15 mmol/l. When checked with a glucometer, the results for both patients were 6 mmol/l. The capillary samples were repeated in 35 ul mode giving results of 6 mmol/l similar to that of the glucometer. Based on the series of measurements, the first two results from the abl835 were reported as false high. This report concerns the patient with patient ID (B)(6).